Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter was allowing 647 ua of excessive current leakage which was depleting the internal hlc batteries. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no report of any patient use associated with the reported issue.